Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found however, blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure the lead was placed, connected to the device, but no measurements could be taken. It was repositioned and again no measurements available. The lead was then retracted and replaced by another. Patient outcome listed as "well". The lead was not implanted. No patient complications have been reported as a result of this event.